Event description:
The hospital reported to our rep that the mr290 humidification autofeed chamber floats failed. It was reported that upon initiation of ventilation, the nurse filled the chamber, turned on the mr850 heater, then immediately noticed the overflow. The nurse reported that the patient was not instilled as the water only got about 8 inches up the inspiratory limb and the ventilator was also not affected for the same reason. The unit was tested again by a clinical educator and it was reported that after 2 minutes 20 seconds the water overflowed again. The clinical educator stated that when he turns the unit over, the blue float doesn't move and is stuck to the top of the chamber. No pt injury was reported.

Manufacturer narrative:
Method: complaint device not rec'd by fisher & paykel healthcare, yet. An assessment has been made on the event description until such time as we receive the complaint device. Results: based on similar complaints rec'd previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approx 0.001% worldwide for the last year. We have an open item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.